Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, early battery discharge at follow up,the patient denies ionizing radiation therapy or MRI exam.

Event description:
Apparent early battery discharge at followup,the patient denies ionizing radiation therapy or MRI exam.

Manufacturer narrative:
Please refer to the attached analysis report.